Event description:
A report was received that the patient underwent a lead and pocket revision because the original ipg placement was uncomfortable and the lead had migrated. The patient is reportedly doing fine.

Manufacturer narrative:
Device remains in patient.additional suspect device components involved in the event: model: sc-2138-70 description: phase iii linear lead (70 cm) - 2 sets.this is a final report.